Event description:
Caller reported an error with the continuous glucose monitor, referencing a specific error code. There was no adverse impact to the customer's blood glucose level. Customer did not have the necessary charging supplies at the time, but technical support provided complete instructions for resetting the pump, advising the caller to perform the reset and follow up if the issue continued.